Event description:
The customer reported the system displayed a pre-charge error message and temp sensor fail error message.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed and replaced the batteries. The system now boots up. Also, the system allows you to continue and take x-rays. He removed and replaced the temp sensor. He cycled power three times with no temp sensor error. The system is operating as intended.